Event description:
It was reported that the device had suspected premature battery depletion. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.